Event description:
It was reported that the ventilator battery polarity is reversed. The issue was an out of box failure, with no patient involvement.

Manufacturer narrative:
UDI is unknown, no product information has been provided to date. Device evaluation: the original device was not returned for investigation. A photograph of the product was submitted for analysis. The photograph demonstrated that the battery holder was incorrectly assembled. The investigation attributed this issue to an assembly error during the device supplier's manufacturing process. Review of manufacturing device history record found no prior records of this issue, and no relevant discrepancies or anomalies. A replacement battery housing assembly was shipped to the customer to perform on onsite repair of the device. Inspection criteria for this device was expanded to included specific steps for inspecting device battery holders.